Event description:
Event description boston scientific crm received information that this boxed implantable cardiac resynchronization therapy defibrillator (crt-d) exhibited a monitoring voltage of 3.08 volts. The field representative elected to return the device to guidant for premature battery depletion analysis.